Event description:
Nellcor received a report from the user facility that a pt using a 6dct tracheostomy tube discovered a broken tip at the end of the trach tube. The customer reported this was discovered the day following insertion of the tube. It was reported that the tube was replaced without incident.